Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting over-sensing noise. On (B)(6) 2023 the atrial lead was capped, and new atrial lead was implanted. There were no patient consequences.